Event description:
It was reported that thrombosis and device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) was used intra-procedure. A full dose of heparin was given before the transseptal puncture (tsp), and the resulting activated clotting time (act) result was 273 seconds. A non-boston scientific (bsc) tsp device was used to perform tsp, and the watchman trusteer access system (was) was also inserted. After dilator/wire removal, a thrombus was noted attached onto the distal end of the was which was subsequently removed. Upon inspection, the anti-air ingress hole on the was had been torn, so the plastic was seen hanging. The was removed and replaced for a new was. The new was used with versacross connect transseptal access system in order to complete the procedure and implant a 31mm watchman flx pro closure device. The procedure was concluded and there were no patient complications.

Event description:
It was reported that thrombosis and device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) was used intra-procedure. A full dose of heparin was given before the transseptal puncture (tsp), and the resulting activated clotting time (act) result was 273 seconds. A non-boston scientific (bsc) tsp device was used to perform tsp, and the watchman trusteer access system (was) was also inserted. After dilator/wire removal, a thrombus was noted attached onto the distal end of the was which was subsequently removed. Upon inspection, the anti-air ingress hole on the was had been torn, so the plastic was seen hanging. The was removed and replaced for a new was. The new was used with versacross connect transseptal access system in order to complete the procedure and implant a 31mm watchman flx pro closure device. The procedure was concluded and there were no patient complications. It was further reported that the first tsp attempt was performed with a non-bsc transseptal access system, and the physician believes that device may have torn the air ingress hole of the was. Tee was used to identify the thrombus.

Manufacturer narrative:
B5: information added. H6 evaluation method code updated from device not returned to device discarded.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a bsc quality engineer. The media review concluded: a photo received depicts the tip of the sheath torn confirming the reported event of tip damage. H6: code added: analysis of data provided by user/third party. H6: code updated from no device problem found to operational problem identified. H6: code updated from cmc-no problem detected to known inherent risk of device.

Event description:
It was reported that thrombosis and device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) was used intra-procedure. A full dose of heparin was given before the transseptal puncture (tsp), and the resulting activated clotting time (act) result was 273 seconds. A non-boston scientific (bsc) tsp device was used to perform tsp, and the watchman trusteer access system (was) was also inserted. After dilator/wire removal, a thrombus was noted attached onto the distal end of the was which was subsequently removed. Upon inspection, the anti-air ingress hole on the was had been torn, so the plastic was seen hanging. The was removed and replaced for a new was. The new was used with versacross connect transseptal access system in order to complete the procedure and implant a 31mm watchman flx pro closure device. The procedure was concluded and there were no patient complications. It was further reported that the first tsp attempt was performed with a non-bsc transseptal access system, and the physician believes that device may have torn the air ingress hole of the was. Tee was used to identify the thrombus.